Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a bent tip clamp in the reported problem area of the pipetter assembly. The tip clamp was replaced and all tip clamps, plunger clamps, and sleeves were cleaned. The instrument was inspected, tested without further problem and returned to service.